Event description:
During incoming inspection, the distributor rejected this device, catalog # 139104ext, lot 201909024, for a possible breach of sterility due to an insufficient heatseal. There was no contact with any patient as this was found during incoming inspection in (B)(4). The completion of the device evaluation confirmed an insufficient heatseal; therefore, this complaint meets the criteria for a reportable event. Due to the breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Investigation of the customer's complaint of an insufficient heat seal leading to a breach in sterility has confirmed the reported issue. Conmed received one hundred seventy-six 139104 ext returned unopened in original packaging. Evaluations were performed on thirteen samples per sampling plan aql 1.0 c=0 procedure. The lot number of the device was verified. A visual inspection found the packaging of two 139104ext was sealed in a slant & a small, unsealed area was noted. The remaining eleven 139104ext had what seemed to be a thin line that was unsealed. A functional inspection was then performed. All thirteen device were dye leak tested per policy. The dye leak indicated the packaging of two devices had insufficient heat seal. Eleven remaining devices did not show any abnormalities during dye test. The manufacturing documents from the device history record were reviewed & found no abnormalities that would contribute to this issue. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care & use of this device. The IFU also advises the user that these devices should be inspected before & after each use. Visually examine the devices for obvious physical damage including cracked, broken or otherwise distorted plastic parts; damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. This issue will continue to be monitored through the complaint system to assure patient safety